Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg implantable cardioverter defibrillator (ICD) (B)(6) 2013; 407652 implantable pacing lead (B)(6) 2013; unk-comp-lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged within a few days after implant. No capture was seen during testing. The lead remains in use, but there is no indication that any intervention was performed. The patient isa participant in the marc clinical study. No patient complications have been reported as a result of this event.